Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose of 450mg/dl. The customer stated that the cause of his admission was infection in the abdomen, and he was bleeding at the site. The customer stated that the hospital recommended putting heparin in whit his insulin due to his white blood cells clogging up the tubing. Advised the customer that insulin pump is approved for use with insulin. The customer mentioned being hospitalized twice for high blood glucose and abdominal infection. No further information was provided.